Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached while partially deployed out of the catheter. The ruby coil was removed safely and the procedure successfully continued with new ruby coils. The is no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil platinum wire is unwrapped and knotted. The coil stretch resistant (sr) wire is broken. Conclusion: the complaint has been evaluated. The complaint indicates the coil unintentionally detached while partially still in the microcatheter during deployment. Evaluation of the returned device confirmed detachment of the coil due to a break in the sr wire. The coil is badly damaged which likely occurred as the coil was removed from the microcatheter. The pusher assembly was not returned for evaluation however, a break in the coil sr wire is usually associated with force placed on the coil during manipulation in the catheter in excess of the tensile strength of the sr wire material. This force is typically placed on the device when the user encounters resistance during coil deployment or coil retraction. The cause of any resistance during coil placement could not be identified based on the description of the event. The microcatheter used to deploy the coil was not associated as the catheter continued to function without issue for the remainder of the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.